Event description:
As reported, during a ureteroscopy and exchange of a black silicone filiform double pigtail ureteral stent, the stent pigtail separated during removal. The device was indwelling for 2-3 months before a newly formed renal stone required removal. Minor encrustation was noted to the distal pigtail of the stent. During removal of the stent, the pigtail separated from the body of the device. Reusable graspers were used to remove the two device segments from the patient. Another stent was placed to complete the procedure. All segments of the device were successfully removed from the patient. There were no adverse effects to the patient.

Manufacturer narrative:
Device evaluated by mfg: device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Event description: as reported, during a ureteroscopy and exchange of a black silicone filiform double pigtail ureteral stent, the stent pigtail separated during removal. The device was indwelling for 2-3 months before a newly formed renal stone required removal. Minor encrustation was noted to the distal pigtail of the stent. During removal of the stent, the pigtail separated from the body of the device. Reusable graspers were used to remove the two device segments from the patient. Another stent was placed to complete the procedure. All segments of the device were successfully removed from the patient. There were no adverse effects to the patient. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of the instructions for use (IFU), and quality control procedures. One black silicone filiform double pigtail ureteral stent was returned in a specimen cup. Inspection of the returned device noted: encrustation was observed residing inside the stent. An even break was observed on both of the separated pieces, suggesting the stent was broken due to tensile stress. A review of the device history record could not be completed due to lack of lot information from the user facility. A review of complaint history records could not be completed due to lack of lot information from the user facility. A review of relevant manufacturing documents was conducted. It was concluded that controls are in place to assure functionality and device integrity prior to shipping and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Review of the quality control documents provides evidence that the device was manufactured to specifications and does not suggest items in the lot or similar devices in the field or in house are nonconforming. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions do not force set components during placement, replacement, or removal. Carefully remove the set components if any resistance is encountered; improper handling can seriously weaken the stent. Acute bending or overstressing during placement may result in subsequent separation of the stent at the point of stress after a prolonged indwelling period. Angulation of the stent should be avoided. Potential adverse effects: stent fragmentation. How supplied upon removal from the package, inspect the product to ensure no damage has occurred. A definitive cause of the event could not be determined with the available information. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.